Event description:
It was reported: 'during the drilling, a part of the drill broke off and got stuck in the pt's foot but was removed afterwards.' The event lead to an increase of surgery time but that time was 'unk'. Add'l info was requested by integra

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.